Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The impella device has not been returned for evaluation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia could not be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The physician was not satisfied with the flow rate. The impella was removed, flushed, and reinserted, but the issue persisted. The impella was removed, and there was no reported harm to the patient.